Manufacturer narrative:
Event summary: as reported, during angioplasty of a severely stenosed lesion at the junction of the distal cephalic and left subclavian veins, an unknown 6-millimeter cook angioplasty balloon ruptured. Access was obtained with an 18-gauge needle. Another manufacturer's 6 french sheath was advanced to the venous outflow during the procedure. The anatomy was not tortuous, as the vessels straightened with sheath insertion. The stenosed area, described as a "very fibrosed stricture", was crossed with another manufacturer's wire and was then exchanged for an unknown 180-centimeter j wire. The unspecified 6-millimeter balloon was inflated to between sixteen and eighteen atmospheres when the balloon ruptured, without improvement of stenosis. The device was removed intact. An eight-millimeter cook balloon was subsequently used, which ruptured and separated. The ruptured 8mm balloon has been reported under patient identifier (B)(6). Ultimately, the cephalic stenosis was stented with another manufacturer's 7x39 covered stent with a good result. The patient is reportedly ok. Additional information was provided on 28jul2021. The balloon was described as having ruptured longitudinally. No angulation was noted. No pre-inflation check was conducted and no damage was noticed upon removing the device from the packaging. A solution of 50:50 (omnipaque 300:sodium chloride 0.9%) was used for balloon inflation. Investigation - evaluation: a document-based investigation was performed including a review of complaint history, device history record, drawing, specification, quality control data, and the instructions for use (IFU). The complaint device was not returned to cook for investigation, and no photos of the device were provided. A document-based investigation evaluation was performed. The device history record shows multiple relevant nonconformances were recorded; all affected devices were scrapped and not replaced. All lots are inspected 100% for the recorded nonconformances. There have been no other reported complaints for this lot number. The device history record review provides objective evidence that the device was manufactured to specification. There is no evidence of nonconforming devices from the complaint lot in house or in the field. A review of relevant manufacturing documents was conducted. It was concluded that the device aspect in question was functionally inspected by quality control and no notable gaps in production or processing controls were noted. There is no indication that a design or process related failure mode contributed to the reported event. The instructions for use (IFU), provides the following information to the user related to the reported failure mode: warnings ¿do not exceed rated burst pressure. Rupture of balloon may occur. Adhere to balloon inflation pressure parameters in the compliance card insert. Over-inflation may cause rupture of the balloon, which resultant damage to the vessel wall. Use of a pressure gauge is recommended to monitor inflation pressures.¿ ¿do not use a power injector for balloon inflation or injection of contrast medium through catheter lumen marked ¿distal¿. Rupture may occur.¿ instructions for use balloon preparation: ¿choose a balloon appropriate to lesion length and vessel diameter.¿ ¿upon removal from package, inspect the catheter to ensure no damage has occurred during shipping.¿ balloon introduction and inflation: ¿note: if resistance is met while advancing the balloon dilatation catheter, determine the cause and proceed with caution.¿ ¿inflate balloon to desired pressure. Adhere to recommended balloon inflation pressures. (See compliance card insert.)¿ ¿if balloon pressure is lost and/or balloon rupture occurs, deflate balloon and remove balloon and sheath as a unit.¿. How supplied: ¿store in a dark, dry, cool place. Avoid extended exposure to light. Upon removal from package, inspect the product to ensure no damage has occurred.¿. Cook concluded that a failure to follow the instructions clearly outlined on the product contributed to this failure. The product label, the IFU, and card insert all inform the user of the complaint devices rated burst pressure, which is 15 atm/bar. The complainant stated that the balloon reached 16 to 18 atm/bar during the procedure. Per the quality engineering risk assessment, no further action is warranted. Cook medical will continue to monitor this device via the complaints database for similar complaints. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
No new patient or event information since the last report was submitted.

Event description:
Additional information was provided on 28jul2021. The balloon was described as having ruptured longitudinally. No angulation was noted. No pre-inflation check was conducted and no damage was noticed upon removing the device from the packaging. A solution of 50:50 (omnipaque 300:sodium chloride 0.9%) was used for balloon inflation.

Manufacturer narrative:
This report includes information known at this time. A follow-up report will be submitted should additional relevant information become available. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, nor that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Manufacturer narrative:
Common name & product code: although the exact product is unknown, assuming the cook balloon is an advance device (prefix pta), the product code would be either dqy: dqy catheter, percutaneous or lit: lit catheter, angioplasty, peripheral, transluminal customer name and address and phone: (B)(6). PMA/510(k) number: unavailable as the device lot number, rpn, and gpn are unknown. Possible 510(k) numbers for advance balloons include: k130293, k170193, k091527, k131204, k132020, k073378, and k122940. This report includes information known at this time. A follow-up report will be submitted should additional relevant information become available.

Event description:
As reported, during angioplasty of a severely stenosed lesion at the junction of the distal cephalic and left subclavian veins, an unknown 6-millimeter cook angioplasty balloon ruptured. Access was obtained with an 18-gauge needle. Another manufacturer's 6 french sheath was advanced to the venous outflow during the procedure. The anatomy was not tortuous, as the vessels straightened with sheath insertion. The stenosed area, described as a "very fibrosed stricture", was crossed with another manufacturer's wire and was then exchanged for an unknown 180-centimeter j wire. The unspecified 6-millimeter balloon was inflated to between sixteen and eighteen atmospheres when the balloon ruptured, without improvement of stenosis. The device was removed intact. An eight-millimeter cook balloon was subsequently used, which ruptured and separated. The ruptured 8mm balloon has been reported under patient identifier (B)(6). Ultimately, the cephalic stenosis was stented with another manufacturer's 7x39 covered stent with a good result. The patient is reportedly ok.